Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was found that the bracket was bent out of shape, there were loose parts, the housing was damaged around clutch area and the battery holder was broken. The damage displayed was indicative of the unit being dropped. During testing the unit functioned fine. The unit was replaced and the device sent to customer on (B)(4) 2012. Placeholder.

Event description:
The customer reported that the power module was not functioning. This is report 1 of 1 for event #(B)(4).